Event description:
On (B)(6) 2024, a progav shuntsystem (# fv434-t) was implanted into the patient according to csf leak repair in order to solve the problem of excessive csf; during the implantation, when connecting the ventricular catheter to the reservoir, it was found that the reservoir springback effect was poor. Therefore, the implantation of this shunt was terminated, and the shunt of the same model was replaced for re-implantation. This adverse event had a very low impact on the victim, and the combined use of consumables was normal. Preliminary handling of event: the agent has now provided a new shunt as an alternative and has contacted the manufacturer for product repair

Manufacturer narrative:
An investigation was not possible, because no product was returned for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the progav shunt system, our traceability indicates that the valve was in perfect condition. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.